Manufacturer narrative:
(B)(4) since the actual device was not available, the evaluation of cables was based on four photos provided by the customer. Reported failure of the instrument connecting end no longer attached to the cord and signs of wear and tear was confirmed per review of the photos. The true root cause cannot be determined as multiple factors such as cleaning and sterilization parameters, number of uses, and type of detergent used, are unknown or missing. The bending of the cable and storage can contribute to increased wear and tear and possible damage to the wires. The supplier guarantees the devices full functionality for 20 sterilization cycles. Per the IFU, it is recommended that the customer inspect the device prior to each use. There have been no issues identified with the material or manufacturing.

Manufacturer narrative:
(B)(4). On (B)(6) 2017 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Sales rep reported via email: on two separate occasions with two separate monopolar cords, the cords sparked during use and severed near the connector that connects to the instrument. This record opened in reference to (B)(4). On (B)(6) 2017 additional information: what was the procedure that was being performed? Robotic assisted laparoscopic hysterectomy was there any injury to patient or medical personnel? No what was the patient¿s outcome? Discharge (B)(6) 2017 was the procedure completed as planned? Yes can you please send all parts of the instrument for evaluation? I am waiting for delivery of the unipolar cords. I will let you know when they arrive. No further information available.